Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that about 25 days after placement of a corflo dual port standard balloon device, the balloon was noted to be ruptured. According to the complainant, the device was replaced with another corflo dual port standard balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."